Manufacturer narrative:
The device was returned to olympus for further inspection. A definitive root cause could not be identified. The investigation did not establish the most probable cause of the malfunction. If additional relevant information becomes available, a supplemental report will be provided. Olympus will continue to monitor the device's performance in the field.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the technical person indicated that foreign matter was found in the auxiliary water tube. There was no patient involvement.